Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. A refractive error of +4.5d was identified one week post c-flex aspheric 970c iol implantation. Remedial, corrective and preventive action was taken by the healthcare facility. The c-flex aspheric 970c iol was explanted on (B)(6) 2017 and was exchanged for a tecnis iol. The reporting healthcare facility has confirmed that post iol exchange the patient's refractive outcome is as intended. The explanted iol was returned to rayner for inspection. Testing of the c-flex aspheric 970c iol identified that the lens power is +18.0d ± 0.5d and not +25.5d as labelled. As part of our investigation, we reviewed our stock records to determine if any lenses from the c-flex aspheric 970c iol batch 055e71103 remained in stock at rayner. Our review identified that lens serial (B)(4) remained in stock and the lens was subsequently removed for testing. Testing confirmed that the power of the lens was within acceptable tolerance of the labelled power (+25.5d). C-flex models of between +18.0d and +18.5d were going through production at the same time as the c-flex aspheric 970c iol batch 055e71103; however, we have not been able to establish where a cross over during manufacture may have taken place. Every lens is optically tested during manufacture and one lens for every 30 lenses in a batch is removed for qa batch testing at the final stage of manufacture, which includes optical testing. A potential lens swap therefore occurred after optical inspection although it is not possible to pinpoint where this cross over has occurred. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (may 2015) was carried out in order to determine if any trends existed. This review concluded that one similar incident, found on investigation to be due to a large difference in axial length between right eye and fellow eye exceeding normal range, has been received against the c-flex aspheric 970c iol batch 055e71103. Note: rayner's initial reportability assessment was performed prior to the lens being tested and concluded that the event was not FDA reportable. Following completion of lens testing on 14th september 2017, a secondary assessment was performed in which it was decided that the event was FDA reportable.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a c-flex aspheric 970c iol from its (B)(4) distributor. The event description provided by the distributor states "one week after the procedure, a refractive error of +4.25 was found".